Event description:
On (B)(6) 2013, the patient was implanted with three gore excluder aaa endoprostheses to treat an inflammatory abdominal aortic aneurysm. On (B)(6) 2013, patient blood laboratory testing revealed an elevated white blood cell count. A computed tomography scan revealed an infected graft. The physician attributed the infection to an aorto-duodenal fistula. On the same day, the physician performed an axillary-bi-femoral bypass. On (B)(6) 2013, the physician explanted the existing stent graft system, and removed the infected section of aorta. The patient tolerated the procedure. The explanted grafts were discarded at the facility.

Manufacturer narrative:
Additional excluder devices included in this report: pxc121400/11577561; pxl161407/11639959. A review of the manufacturing and sterilization records for the devices verified that the lot met all pre-releases specifications. Attempt(s) to acquire information required for this form were made by gore.